Manufacturer narrative:
Device passed displacement test. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin one trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer performed self-test and they received hardware low level failure error. Customer reported that they did not passed self test. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.